Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide instructs the user to use aseptic technique to reduce the chance of infection: when you connect yourself to the cycler. The patient guide warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had touched the tip of the supply line during set up of the home choice (hc). The hp stated they were currently in the initial drain on the hc. The hp stated they had stopped the drain, disconnected, and removed the supplies. The technical service representative (tsr) assisted the hp to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.